Manufacturer narrative:
The hill-rom tech found the end tube of right siderail is detached from top rail due to a broken rivet ratchet. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the rivet ratchet to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom tech stating the foot right siderail will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).